Event description:
It was reported the patient received inappropriate shocks. Programming changes were made. The patient was stable after the programming changes.

Manufacturer narrative:
No conclusion code available. The reported field event of inappropriate shocks was confirmed after review of stored electrograms. The implantable cardioverter defibrillator¿s sensing was tested on the bench and was normal. The cause of the inappropriate shock is undetermined. The high current found during the analysis is not related to this inappropriate shock complaint.